Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). Mfg site name: -(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 20, 2017 that an accumax 550 laser fiber was opened for use during a procedure performed on (B)(6)2017. According to the complainant, during the procedure, the fiber broke upon taking it out from package. The procedure was completed with another accumax 550 laser fiber. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber. The strain relief boot was pulled away from the connector housing. The boot was removed and examined. There was evidence of glue found on the boot. The noted damages indicate the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation on july 20, 2017 that an accumax 550 laser fiber was opened for use during a procedure performed on (B)(6).2017. According to the complainant, during the procedure, the fiber broke upon taking it out from package. The procedure was completed with another accumax 550 laser fiber. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.